Manufacturer narrative:
The instrument was returned and evaluated. Per the customer's reported complaint, failure analysis investigation found that the instrument's pitch cable was frayed at the proximal clevis hub. The frayed strands stuck out at the wrist. The clevis did not exhibit any wear. The conductor wires were intact and undamaged. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci prostatectomy procedure, a frayed wire was observed on the maryland bipolar forceps instrument. A backup instrument was used instead. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.